Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issue event on (B)(6) 2026. Patient reported that infusion set cannula was not in his body at all. The blood glucose level was high and treated with correction injection via multiple daily injection. The insertion site was abdomen.